Manufacturer narrative:
As reported, 3dmax light mesh inner package was damaged. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. The pouch is showed open from the bottom seal, not the top chevron seal as recommended and a complete seal transfer is visible indicating that the pouch was sealed correctly. Review of manufacturing records shows the product was manufactured to specification. However, review of the photo cannot assist in determining root cause. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the surgeon found the inner packaging of the 3dmax light mesh was damaged. Reportedly there was no breakage or damage found in the outer packaging. It was reported that the when the outer package was opened, the inner package is opened. It was also reported that the patch was operated according to the sterile standards of the operating room. There was no patient injury.

Event description:
As reported, during a procedure the surgeon found the inner packaging of the 3dmax light mesh was damaged. Reportedly there was no breakage or damage found in the outer packaging. It was reported that the when the outer package was opened, the inner package is opened. It was also reported that the patch was operated according to the sterile standards of the operating room. There was no patient injury.

Manufacturer narrative:
As reported, 3dmax light mesh inner package was damaged. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. The pouch is showed open from the bottom seal, not the top chevron seal as recommended and a complete seal transfer is visible indicating that the pouch was sealed correctly. Review of manufacturing records shows the product was manufactured to specification. However, review of the photo cannot assist in determining root cause. To date, this is the only reported complaint for this manufacturing lot of 1389 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds the tyvek pouch to be opened from the manufacturing seal end. Inspection of the entire pouch and sealing area indicates that the pouch was sealed correctly, and the pouch integrity was intact. A definitive conclusion cannot be made; however, the most probable root cause is the tyvek pouch was manually opened at some point after distribution likely at the user facility. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.